Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on (B)(6) 2013. Reportedly, the stent was being placed to treat obstructive jaundice due to choledocholithiasis. The patient anatomy was not tortuous and had not been dilated prior to stent placement. According to the complainant, when the physician attempted to deploy the stent, he heard a cracking sound in the delivery system. The stent could not be released or repositioned, the delivery catheter was bent. The stent was removed from the patient partially deployed from the delivery catheter. Outside the patient, the physician was able to deploy the stent. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the stent had been fully deployed from the device and was returned. No issues were noted with the stent. It was noted that the outer sheath was kinked at 122 mm proximal to its distal end. No issues were noted with the movement of the outer sheath distally or proximally. The inner shaft kinked at approximately 30 mm proximal to the distal tip. No other issues were noted with the device. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A review of the device labeling and directions for use (dfu) was performed and no anomalies were noted.